Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the lead was explanted due to inadequate pain coverage. A new lead was implanted and resolved the issue. No further info is available at this time.